Event description:
It was reported that the pt's pump was dislodged and had broken from the "stitches in the abdomen". The event resulted in the pt being hospitalized. The pt had surgery on (B)(6) 2010 to reposition the pump using a "dacron sock". The medication in the pt's pump was lioresal 500.0 mcg/ml.

Manufacturer narrative:
(B)(4).